Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause for the observed issue was due to a communication error between the drivetrain motor and the processor board, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in september 2014 and is over 10 years old. The platform was connected to the autopulse vision software, and the error message was cleared. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. Zoll service personnel used the ap vision software to clear the system error. Upon resetting, the platform passed three functional tests for a total time of 60 minutes with the large resuscitation testing fixture, (lrtf) equivalent to a 250-pound patient and the platform functioned as intended without fault or error. The drive train motor brake gap was inspected and verified to meet specifications, followed by cleaning with isopropyl alcohol (ipa). Following the service, the autopulse platform passed the run-in test for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message. The crew switched to manual CPR. No consequences or impact to the patient. After the call, the platform was tested with the new battery; however, the device displayed the same error.